Event description:
Iabp tubing was noted to have blood pulsating within the tubing. As a result, the iabp catheter was removed. Ruptured catheter sent to MFR to be analyzed. Dates of use: (B)(6) 2011.